Event description:
The customer reported that the system exhibited a communication error and shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.